Event description:
Pt was on a stepdown unit being monitored. The heart rate monitor recorded a flat line indicating a dead battery. When nurse entered pt room to replace battery, pt was unresponsive. Code was initiated; the pt was transferred to the ICU unit and expired later that day.